Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. It was reported that customer support received a call for support due to a battery failure red alarm. Reportedly support was unable to resolve the alarm. There was no patient harm reported.

Manufacturer narrative:
The investigation of the reported battery failure has been completed. The product was returned, and the battery failure was confirmed the data logs were not available due to a software upgrade performed post complaint date. It was confirmed that the persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When the console was booted for the first time during bench testing a battest showed that cell 3 of battery 1 was reading 0mv. The console interior connections were checked and verified. When visually inspecting the batteries and power battery manager circuit board (pbm), it was observed that one of the batteries status light-emitting diodes were completely blank. The battery failure alarm was due to a defective battery 1 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. The cause of the battery failure alarm is due to a single cell failure in a defective battery. This report is being filed as part of a retrospective review of historical records.